Event description:
We received a report from a physician that five (5) patients experienced corneal edema one to two months following cataract extraction with an implant of a tecnis optiblue itec preloaded 1- piece intraocular lens. The surgeon reported that the patients recovered following oral administration of a steroid. The surgeon did not assign causality to the introcular lens but to the hospital. This report is for patient #1 who was not further identified.

Manufacturer narrative:
The prefix of (B)(4) should have been used for the manufacturer's report number. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Lens remains implanted this device is not marketed in the USA. It is same similar to pcb00; pma980040. Device manufacture date: unknown since serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.